Manufacturer narrative:
The vest® airway clearance system, model 105 was developed to provide effective airway clearance therapy. The system consists of an inflatable garment attached to an air pulse generator that rapidly inflates and deflates the inflatable garment. This causes the chest wall to be gently compressed and released, which creates airflow within the lungs. This process moves the mucus toward the large airways where it can be cleared by coughing or suctioning. This type of airway clearance therapy is referred to as high frequency chest wall oscillation (hfcwo). A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. No further information is available on the repair of the device at this time. The device has not arrived for an inspection. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hillrom received a report from a hillrom technician stating the device had an electrical burning smell. The device was located at the patients home. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The vest® airway clearance system, model 105 was developed to provide effective airway clearance therapy. The system consists of an inflatable garment attached to an air pulse generator that rapidly inflates and deflates the inflatable garment. This causes the chest wall to be gently compressed and released, which creates airflow within the lungs. This process moves the mucus toward the large airways where it can be cleared by coughing or suctioning. This type of airway clearance therapy is referred to as high frequency chest wall oscillation (hfcwo). Using a known good combo oxygen hose, we connected a known good ventilator to the submitted compressor. We then connected a known good patient circuit to the set up in an extended range configuration. We powered on the compressor; compressor light was green throughout the duration of our analysis, never turned yellow as alleged. We did not observe any alarm nor any electrical burning smell. We ran therapies at low, medium, and high activity levels; no malfunction found. The compressor performed as intended. Allegation of malfunction could not be duplicated. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the device had an electrical burning smell. The device was located at the patients home. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(6).